Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood in the guide wire lumen, on the balloon, shaft and non-abbott guiding catheter. There was contrast in the inflation lumen and a stop cock was returned attached to the hub. This is consistent with preparation and use inside the body. Dimensional analysis found that the tip length met manufacturing criteria. There was a kink noted in the bayonet portion of the hypotube and multiple bends in the entire length of the hypotube. This damage was not reported or noted during product inspection prior to use and may have occurred during or after an attempt to advance the stent delivery system (sds) in the guiding catheter or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that stent implant was dislodged, however, it could not be found inside the returned non-abbott guiding catheter as reported. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is most likely that the stent interacted with the heavily calcified lesion during advancement, contributing to the bunched/accordioned stent, which ultimately led to dislodging the stent during withdrawal inside the guiding catheter. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and moderately to heavily calcified, which likely contributed to the failure to cross. A review of the finished product lot history record did not reveal any nonconforming material records that could have contributed to the reported event. A query of the complaint-handling database was performed and there are no lot specific product quality deficiencies. The failure to cross and kinks/bends occurring in conjunction with the failure to cross can be influenced by many factors and are not generally associated with a product quality deficiency. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. In this case, the failure to advance, stent damage, stent dislodgment, and subsequent kink/bends appear to be related to operational context.

Event description:
It was reported that the lesion was in a mildly tortuous, moderately to heavily calcified circumflex artery. Pre-dilatation was performed with a trek balloon. The xience was unable to cross to the lesion. During the advancement, the stent appeared to be bunched or accordioned. During retraction, the stent dislodged in the guiding catheter. The stent delivery system, stent implant and guiding catheter were removed as a unit. The procedure was successfully completed by prolonged ballooning of the lesion. No adverse patient effects were reported. No additional information was provided.